Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material approximately 18mm distal to the distal edge of the proximal markerband. A visual and microscopic examination identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified iliac vessel. After a 10 x 40mm epic stent was deployed, an 8.0 x 40 75cm mustang¿ balloon catheter was advanced for post- dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a 9 x 40m mustang¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified iliac vessel. After a 10 x 40mm epic stent was deployed, an 8.0 x 40 75cm mustang¿ balloon catheter was advanced for post- dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a 9 x 40m mustang¿ balloon catheter. No patient complications were reported.